Manufacturer narrative:
Product complaint # ==> (B)(4). 25-may-2022 device(s) received. Edited 12-july-2022. Lot # added. Update decontamination status. Investigation summary ==> the device associated with this report was returned for analysis. After visual examination it was identified that one spring is missing from the post. No other issues were observed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following device was received as blind unit product code :254500544 # product name: attune rp ps artic surf sz4. However, it couldn't be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device from (B)(6). This complaint involves one (1) device.